Event description:
It is reported that the patient faced the infusion set bent cannula and pain at site on (B)(6) 2026 due to not had sufficient subcutaneous tissue where set was inserted and had issues with scarred tissue hardened tissue or stretch marks which leads to high blood glucose levels upto 389 mg/dl and was treated by insulin pump.

Manufacturer narrative:
E1: establishment name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.